Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 20 days after the dental implants was installed in intraoral region #28 it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediately load was not performed. Patient had bone type ii.